Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of event history log revealed multiple events of "upstream occlusion" messades. Evaluation sent the device to flow testing for the following testing: ultrasonic us air, downstream occlusion, ultrasonic us occlusion. Flow testing was competed successfully. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the history log however no component issue was identified and no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.